Event description:
It was reported that the tip of the catheter was out of the dural space. A catheter dye test and rotor study was performed; test results were not provided. A catheter replacement was planned.

Manufacturer narrative:
(B)(4).